Event description:
It was reported that due to the patient losing weight the ipg migrated and was causing discomfort. Surgical intervention was undertaken on (B)(6) 2022, where the ipg site was revised. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was not determined to be product related.